Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 522:320:654:0000. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty user interface module (uim) and inverter harness. To correct the condition, the uim and inverter harness were replaced. If any additional information is received, a follow up MDR will be sent.